Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The pts vessels were small diameter, very frail. It was reported that fluoroscopy demonstrated that the right iliac artery had perforated during the removal of the 16 french introducer sheath. The physician elected to repair the perforated artery with placement of an iliac extension cuff. The pt was sent to recovery in satisfaction condition. No additional clinical sequelae were reported and the pt is fine.